Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty engaging the safety mechanism was confirmed; however, the root cause was not identified. The product returned for evaluation was one 18ga x 2.25¿ accucath catheter assembly. The sample was received assembled with the catheter overlaying the needle. Usage residues were observed throughout the sample. A section of coiled guidewire was broken off of the device and was adhered to the safety cover. The guidewire was not mobile within the introducer needle. The safety mechanism button was depressed; however, the needle extended out of the housing. Attempts to safety the needle were unsuccessful. Blood product accumulation and drying appeared to be the cause of the lack of mobility. The needle was partially withdrawn into the housing during manipulation of the wire. Microscopic inspection of the wire revealed sharp kinking in the vicinity of the break. The wire exhibited a bend at the break site. The break surface appeared to be granular. Inspection of the flash port in the needle confirmed the presence of abundant blood residue within the needle cannula and around the wire. The state of the sample upon receipt indicated that the safety mechanism was not successfully deployed during attempted device use. During evaluation, the accumulated blood products appeared to prevent safety function as the wire was not mobile within the needle cannula. It could not be determined if the blood products were the original source of safety malfunction as it appeared that the blood products had to be dried in order to affect safety mechanism functionality. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. The damaged wire suggested possible difficulty advancing the wire during attempted use, which may have contributed to the reported event; however, the location of the detached segment of wire suggested that breakage of the wire did not occur during device insertion. A lot history review (lhr) of rebs0488 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that during ultrasound IV placement, correct placement was obtained, but needle would not retract. On (B)(6) 2017 - returned sample has a broken guidewire.